Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on bus. A field service engineer (fse) verified that the station had a failed drawer on aux 1-2 that was not showing the cubies. Then the fse ran hardware test application (hta) and no cubies were seen on row board 2. Then the fse checked the controller board and showed the correct flashing lights on drawer. So, the fse reseated all row board connections and pyxibus cables. After that the drawer was showing cubies and was functional. Also found bad latch sensor on 1-1, that was also replaced, and the drawer was showing open in hta. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2 1.2 pockets b1, b2, b3, and b5 not detected on bus and required maintenance. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2 1.2 pockets b1, b2, b3, and b5 not detected on bus and required maintenance. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.